Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and was explanted. Another lead was attempted in its place and that lead would not stay in place either. The physician elected to plug the lv port on the device and not implant an lv lead in this patient at all. To date, no adverse patient effects have been reported.